Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the failure mode thermal damage instrument bipolar yaw pulley is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the plastic near the tip of the long bipolar grasper instrument appeared to be chipping off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the problem was identified in the central processing department while reprocessing following decontamination. There are no photographic images of the instrument available for isi review. The reporter was not able to answer any further questions about the instrument or the procedure.

Manufacturer narrative:
The long bipolar grasper instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.